Event description:
It was reported the physician had placed a trial lead when the patient told the physician that he was on blood thinning medication. The physician removed the trial lead and aborted the procedure. The physician implanted two trial leads at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.